Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe break is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the tip broke off and fell inside the patient. It is unknown how the tip was retrieved. It was reported that another similar device was used to complete the intended procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was able to confirm the reported complaint of tip breakage. The distal end of the device was inspected under a microscope and found the probe was detached. The missing portion which measured approximately 17mm in length was returned. Visual inspection of the device showed the teflon pad sustained normal wear and no metal was exposed. The likely cause of the reported complaint is due to the probe coming in contact with a hard or metallic surface during activation.